Manufacturer narrative:
The pump alarmed motor error during rewind due to a corroded motor home switch. Unable to perform the unexpected restart error test due to the motor anomaly. The pump was received with corroded electronic assemblies. The pump had a cracked case at the display window corners, a cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer received several unexpected restart alarms. It was reported that the pump would be replaced and returned for analysis. No further information provided.